Event description:
Philips received a complaint on the defibrillator/monitor indicating that ¿the device could not discharge when it was used for electrical cardioversion.¿. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications and the cause of the reported problem could not be determined. The issue was resolved by restarting the device. A review of the service history for this device shows that the problem has not been reported again for this device.